Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast reconstruction surgery with a 525 cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 6/9/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 6/17/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/30/2020, patient experienced capsular contracture baker grade unknown post procedure per operative report. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. The investigation of the updated returned device was completed by the failure analysis lab on 11/11/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant with capsular contracture. During the visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient had an explantation on (B)(6) 2020. Manufacturer¿s reference number:(B)(4).